Event description:
The patient was undergoing a coil embolization procedure using a pod5. During the procedure, the pusherwire of a pod5 became bent while advancing into the microcatheter and was not used.

Manufacturer narrative:
Result: the pet lock was broken on the proximal end of the pusher assembly, the pusher assembly was fractured approximately 5.0 cm from the proximal end and the pull wire was exposed, the coil was intact, but detached from the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the pod5 pusher assembly was bent while loading the device into the microcatheter. Evaluation of the returned device revealed that the pod5 pusher assembly was fractured, the pet lock was broken and the coil was detached. This type of damage typically occurs when the device is improperly handled during use. The coil likely detached due to the pull wire being retracted, which was caused by the fracture in the pusher assembly. If force is applied on the pusher assembly at an angle while advancing the coil, it is likely that damage will occur. The pet lock was also broken. This typically occurs if there was an attempt to detach the coil from the pusher assembly. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Corrected lot # from "60595" to f60595.